Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a left posterior communicating artery (pcom) aneurysm, eight (8) coils were implanted without fail. Two coils failed to detach: the two coils are a 12mm x 30cm cerepak freeform (scr121230 / 31173118) and a 3mm x 6cm cerepak freeform mini (mcr093060 / 31207074). It was reported that the procedure was successfully completed without any delay. There was no negative patient impact. On 30-oct-2024, additional information was received. Per the information, the aneurysm was an unruptured saccular aneurysm with a size of 11mm. The detachment handle (mdh1 / 102109430) was used on the first coil, the 12mm x 30cm cerepak freeform (scr121230 / 31173118) for one detachment attempt, when the coil did not detach, they switched to manual break. The 12mm x 30cm cerepak freeform coil still did not detach. Per the information, manual break was the primary method of detachment for all remaining coils. The detachment handle is not available for return. When the 12mm x 30cm cerepak freeform coil was removed, it was still attached to the delivery system. When the 3mm x 6cm cerepak freeform mini (mcr093060 / 31207074) was resheathed into the concomitant microcatheter, an sl-10® 90° microcatheter (stryker), it became detached from the delivery system. The coil was then flushed out of the microcatheter outside of the patient. Neither of the coils were stretched. There was no evidence of blood flow interruption due to the issue reported. The case was successfully completed using target (stryker) coils and cerepak coils. The 12mm x 30cm cerepak freeform was replaced by a 12mm x 45cm target coil as the clinical account representative did not have another cerepak coil of the same size (12mm x 30cm). The 3mm x 6cm cerepak freeform mini was replaced by a 3mm x 6cm target coil. A total of 13 coils were implanted. The information confirmed no negative patient impact and no delay in the procedure.